Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that lead fracture was observed. Lead replacement was suggested.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high lead impedance was observed on a ventricular lead. The capture threshold was also seen gradually increased. Patient will be monitored.